Event description:
A (B)(6) year old female patient underwent a zenith fenestrated graft placement for a abdominal aortic aneurysm in which the zenith fenestrated aaa endovascular graft was used. The case went as standard. In the right iliac limb the physician used a gore graft as initially planned. After placed the stent looked like it was narrowed so the physician put down kissing stents and ballooned at the narrowing. The balloon was a bard balloon and used 14mm on the right and used 12mm on the left. At this time the patient blood pressure started to drop. The physician realized ruptured the aorta when ballooned. A coda balloon was put down and slowed the leak. Physician did an angiogram and saw contrast leaking at the bifurcated area. The physician placed another gore graft down to the fenestrated to realign the leg and seal it off. Just under the renal stents another gore graft was placed to re-stent lowest right renal to reassure no leaking around there. The patient was given a unit of blood and would stabilize, then blood pressure would drop and patient was given another unit of blood to stabilize; was done during procedure to keep patient stabilized. The district manager due to schedule left during the procedure, however followed up for an update on (B)(6) 2020-- the patients blood pressure continued to not stabilize. Physician stated the ina had torn off from the aorta and the patient was anti-coagulated at this point in the procedure to where the blood was so thin it was leaking through the suture holes of the grafts and the patient expired. The physician noted that there was some calcification around the bifurcated area. Further clarification was received. When physician was using the bard balloons to expand the iliac limbs a tear occurred in the cook bifricated built in limb. The bp started to drop and an angiogram was performed. You could see the contrast go through the graft and into aneurysm and out into abdomen. The physician then used a gore limb to reline the cook built in limb.